Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete and/or more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during blood prime, the outlet connector of the oxygenator was leaking. The connector was replaced and bone wax was used, but the device continued to leak. The third change out corrected the issue. Reportedly, less than 10cc of blood loss occurred and the procedure was completed successfully without delay. Blood loss of less than 10cc. Product changed out. Procedure completed successfully without delay.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems. (B)(4). Upon completion of the investigation, the event could not be confirmed. The actual sample was visually inspected and no anomalies were found including a crack that would contribute to the reported complaint. A retention port adapter was connected to the actual sample and was tightened securely to the port. The blood pathway was filled with saline solution and pressure tested at 2.0kgf/cm2 for 6 hours. No leak occurred at the joint between the blood outlet port and the port adapter. The blood inlet port was then subjected to dimensional examination and confirmed to meet product specifications. A review of the device history record revealed no anomalies. The root cause has been attributed to incorrect connection of the adaptor to the blood inlet port. Device labeling addresses the potential for such an occurrence in the instructions-for-use with statements such as, "ensure that all connected parts including the luer caps, the lock adapters and the port caps are securely affixed. Loose connections may cause contamination or a blood leak." (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo cardiovascular systems corporation became aware on (B)(6) 2015 that the initial report submitted to the FDA on 8/11/2015 inadvertently omitted "date received by manufacturer." The date terumo cardiovascular initially received information concerning this event was (B)(6) 2015.